Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the tissue pad fell off the clamp arm. No piece fell into the patient. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that, during a colectomy, the tissue pad became peeling off during the dissection. The tissue pad did not fall off the clamp arm. The blade tip was not broken off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.